Manufacturer narrative:
(B)(4) 2011: waiting for this part (exam light) to be returned from the end user site for eval. Internal production processes currently under review.

Event description:
Voluntary info ((B)(4)) below provided to the FDA by the end user on (B)(6) 2011. Note: (B)(4) notification received at medical illumination international on (B)(6) 2011: when assisting with a chest tube placement in the ed, a mid level practitioner reached to adjust the overhead exam light. A portion of the ceiling mounting system broke and the light fell, exposing bares wires and requiring the light to the caught and held by the practitioner to prevent harm to the pt and/or ed staff.